Manufacturer narrative:
Evaluation, results and conclusion: inherent risk of procedure - (revascularization). (B)(4).

Event description:
It was reported that an integrity stent was implanted in the rca. Approximately 5 months post, this patient had a revasc of the rca and an endeavor resolute stent was implanted in the rca.